Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported failure were identified. The 8 psi occlusion failure was confirmed during testing by the third-party service provider. A CAPA was opened to further investigate pm testing found occlusion-related failures. The issue was corrected by recalibration of the 8 psi value. A hex file containing the updated calibration value was provided, and the end user confirmed that the device subsequently passed testing and the issue was resolved. Refer to (B)(4).

Event description:
Pump sn (B)(6) was evaluated during service testing by a third-party service provider and failed the 8 psi occlusion test. The failure was identified during service testing only. No adverse event or patient involvement occurred.